Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial noise reversion episode followed by several automatic mode switch episodes. All episodes appeared to be due to short atrial lead noise. No changes were made and the patient would continue to be monitored. Patient was completely asymptomatic.